Event description:
Information was received that when connecting the product's blood infusion route connector to the hot line, the customer noticed it broke (cracked). No patient injury.

Manufacturer narrative:
Evaluation results: the level 1 hotline disposables was returned for investigation in used condition. The sample was visually inspected at a distance of 12 to 24 inches under normal conditions of illumination. A broken female leur was observed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The investigator stated that the product problem most likely occurred after the product left the manufacturing facility. A definitive root cause was not established.